Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us experienced insufficient cannula length. The following information was provided by the initial reporter: consumer reported the needles of the 2nd gen are too short (it says it on the box) to admin the insulin in his system. Was taking 40 units at night now taking 60 unit. Getting readings of 300 before bed and in the morning reading is 40. Advised to speak with his health care professional. He will see this week. Reviewed his injection technique consumer stated yes to flow check he completes this with all injections. But he does not hold the needle in the site for any time at all. Removes from site when plunger is at 0 marker. Advised consumer to hold for 10 seconds. Consumer filed complaint with pharmacy. Using 2nd gen pen needles since sometime in october. Lot #: 9324016. Catalog#: 320550. Date of event: unknown since october.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us experienced insufficient cannula length. The following information was provided by the initial reporter: consumer reported the needles of the 2nd gen are too short (it says it on the box) to admin the insulin in his system. Was taking 40 units at night now taking 60 unit. Getting readings of 300 before bed and in the morning reading is 40. Advised to speak with his health care professionsal. He will see this week. Reviewed his injection technique consumer stated yes to flow check he completes this with all injections. But he does not hold the needle in the site for any time at all. Removes from site when plunger is at 0 marker. Advised consumer to hold for 10 seconds. Consumer filed complaint with pharmacy. Using 2nd gen pen needles since sometime in october. Lot #: 9324016. Catalog#: 320550. Date of event: unknown since october.